Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. The internal complaint reference is the following: (B)(4).

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the head holder adaptor was non-functional. It was reported that the tightening knob broke as it was being screwed into the mayfield connector.no patient injury was reported.